Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient experienced stoma site secretions from the peg site. A physician explained to the patient that in most cases, it is not an infection but secretions from the stomach. The patient was prescribed an unspecified oral antibiotic for a month and a swab was done which revealed some unspecified bacterial growth. The patient's daughter stated that she does not remember the names of all the antibiotic treatments the patient received but remembers that among them, there was augmentin.